Event description:
The customer contact reported difficulty regulating flow; subsequently the pt received more IV fluid than intended. The tubing set was being used to deliver an unspecified medication via gravity. After an unspecified length of time in use, it was reported that the flow of medication could not be controlled. It was reported that the pt was fluid restricted; however, there were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info including how the flow of delivery was being regulated and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.